Manufacturer narrative:
A device history record (DHR) review was completed for the reported lot number. There were no manufacturing related issues related to the issue reported. No samples were provided for evaluation however a corrective and preventive action (CAPA) was opened to investigate the issue further. The CAPA is currently in the investigation stages. Any actions that take place will be designed to prevent the reoccurrence of the reported issue of miscounts. A quality alert was issued to address containment notification to the operators in the vistec room. There was a quality stand down with the operators, and heightened quality inspection has also been implemented with an emphasis on miscounts.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the pack was supposed to have 10 sponge gauze in it, but it only had 9. The counting method is manual and the miscount was identified during initial count prior to commencement of surgery. No patient involved, no injury.